Event description:
It was reported that the foley catheters developed holes after insertion.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition. It was unknown whether the product had caused the reported failure. Based on the attached photo, it was observed irregular burst balloon without missing pieces. However, a full investigation could not be performed completely due to only photo has provided for evaluation. A potential root cause for this failure could be due to ¿short latex dwell time" or "latex dip speed out too slow". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheters developed holes after insertion.